Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.

Event description:
The account alleges that during an ablation procedure the patient suffered a pericardial effusion. Ice images taken at the beginning and end of the procedure showed no evidence of a pericardial effusion. However, once the patient got to recovery they complained of chest pain and had hypotension. Patient received an echo which confirmed a pericardial effusion. The patient was then tapped to drain fluid. Patient is in stable condition and is expecting a full recovery.